Manufacturer narrative:
The technician found the communication cable was not able to be attached to the side com power control board due to the broken standoff. The technician believes the standoff was broken due to abuse. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommended that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that while inspecting the bed he found the side com power control board threaded standoff is broken which resulted in no nurse call function. No patient injury reported.